Manufacturer narrative:
Corrections: b5, h6. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported on (B)(6) 2025 that the cause of the intracranial hemorrhage (ich) was likely due to a distal right middle cerebral artery (mca) aneurysm rupture, likely mycotic aneurysm. Upon arrival to the hospital, the patient had a headache and stiff neck which progressed to left sided weakness and slurred speech. Their international normalized ratio (inr) was 2.2. There were no significant changes to the patient's anticoagulation status. The patient underwent right parietotemporal craniotomy for the ich evacuation and aneurysm clip ligation at an external hospital. The patient's status was reported to be recovering in the neuro/medical intensive care unit and undergoing therapy. The patient continues to have left sided weakness.

Event description:
It was reported the patient was admitted for intracranial hemorrhage. There were no signs of lvad dysfunction on interrogation. Log files were submitted to tech services for further review. Log file review appeared to capture notable flow and power fluctuations between (B)(6) 2025 and (B)(6) 2025. No other unusual events were captured in the log file event history. It was later reported on (B)(6) 2025 that the patient undergone craniotomy and external ventricular drain placement at an outside hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log file revealed notable fluctuations in power and estimated flow. A specific cause for these observations could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2025. The pump was operating at a fixed speed of 10000 revolutions per minute (rpm) with a low-speed limit of 9400 rpm. Power and estimated flow typically ranged from 6.2-7.9 watts and 4.0-7.7 liters per minute (lpm) respectively, with fluctuations observed as low as 5.0 watts and 2.8 lpm and as high as 8.2 watts and 8.0 lpm respectively. A specific cause for the observed fluctuations in power and flow could not be conclusively determined through this evaluation. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including stroke, and bleeding. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Section 1 of the IFU provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.